Manufacturer narrative:
Updte to b.5: medtronic received additional information that the batteries were removed 4 years ago. The instrument has never been c onnected to ac power to recharge the batteries. The lot number of removed batteries is 0011359682. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to device evaluation summary: during inspection, the service technician found the batteries not performing as required. The issue was resolved by replacing the battery,12v,6.5 ah,certified(*2). Preventive maintenance was completed per specifications. H.6: annex d code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the this bio-console 560 instrument had an error 69 (sc mpu ups open battery detected hard error). The instrument has not been in use for the past 12 months and has not been connected to power during that time. The service technician suggested that the instrument be left connected for a few days to allow it to charge before further testing. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had an error 69 (sc mpu ups open battery detected hard error). The instrument has not been in use fo the past 12 months and was not connected to power since. This was detected during service so there was no patient involvement, so no adverse effect occurred.